Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a 100% occluded, mildly calcified, mildly tortuous, t bifurcated mid lad (left anterior descending) lesion measuring 3.0x20mm. Target lesion one was treated with predilation, placement of a 3.0x24mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. The physician reported "there was mild resistance with balloon withdrawal, but eventually removed with stringer pulling" with regard to the taxus liberte delivery system balloon. There were no reported patient complications as a result of this event.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis